Event description:
I used opti-free puremoist rewetting drops in my eyes at 17:57 pm today. It caused an immediate reaction in my eyes. Used two drops, and intense burning and eyes turned red. I wanted to claw my eyes out to make the pain stop. I had to drive eight more miles to get home to remove my contacts. It also cause my eyes to feel like there were pressure on them. Removed contacts, waited two hours and put one drop in my right eye to see if I would get the same reaction. I did and it was worse than the first time. I just purchase the bottle on the (B)(6) 2026 from walmart.